Event description:
The caller reported the patients tracheostomy tube developed a leak in the pilot balloon. The physician came to the house and performed a non-routine replacement of the tube. The tube was discarded.